Event description:
Star total ankle replacement system was removed due to fractured sliding core mobile bearing and mal-alignment. The pt's ankle was revised to fusion.

Manufacturer narrative:
Additional removed components: star total ankle replacement tibial component: model #: 400-263, lot #: 091119/(B)(4), expiration date: 02/01/2015, date of implantation: (B)(6) 2011, date of explantation: (B)(6) 2014; device manufacture date: 02/2010. Star total ankle replacement talar component: model #: 400-257, lot #: 100422/(B)(4), expiration date: 07/01/2015, date of implantation: (B)(6) 2011, date of explanation: (B)(6) 2014; device manufacture date: 07/2010. Visual examination confirms wear on tibial component, and fracture of sliding core mobile bearing. There were no deviations reported in the DHR for part no. 99-0028/12, lot 0912075; the DHR for part no. 400-257, lot 100422/(B)(4) noted that (B)(4) pieces were discarded; the DHR for part no. 400-263 lot 091119/(B)(4) noted that (B)(4) pieces were discarded, and 6 were reworked; all released parts were within specification.